Manufacturer narrative:
The returned screw fragments were evaluated visually under magnification and dimensionally using a comparator. While the tail screw fragment was significantly damaged, the head fracture surface remained relatively undisturbed. This surface shows some minor signed of fatigue and crack propagation. While damaged, the screw fragments appears to meet specification for minor and major diameters where damage is not evident. Additional mdrs associated with this event: 3025141-2018-00247: plate.

Event description:
An aculoc 2 plate was implanted in a patient on (B)(6) 2017. During routine removal of the implants, it was determined that one of the screws had broken post op.